Manufacturer narrative:
The hydrus microstent presumably remains in-situ and is not available for evaluation. Device identifiers and additional information have been requested; a supplemental report will be filed if new information is received. Instructions for intraoperative repositioning of the microstent in the event of posterior placement are included in the device labeling. Vitreous hemorrhage and choroidal hemorrhage are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon reported either vitreous heme or suprachoroidal heme after possible posterior placement of the hydrus microstent (date of surgery unknown). The surgeon requested consultation with an expert and techniques for prevention of reflux were discussed. Requests for further information about this event have been unsuccessful.